Manufacturer narrative:
E1. (B)(6) hospital. The device was returned, and the evaluation found that error message e116 was caused by defect of the graphics processing unit (gpu), with no visible damage observed. It was noted that stress that is caused by heat and humidity had probably affected the circuit board performance over time and contributed to the equipment breaking down. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the cameral control unit exhibited error code e116 on start-up, even without connecting the camera. Despite several restarts, the same e116 error message was exhibited. The issue occurred during preparation for use. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the malfunction was confirmed, and no evidence was obtained that the problem is caused by misuse of the user. Olympus will continue to monitor field performance for this device.